Event description:
The following information was provided to the manufacturer: "during the procedure while they were deploying the coil [device in question] into the fistula, they noticed they could not advance or retract it. Physician pulled the microcatheter out of the patient and the coil had already prematurely detached in the catheter. The physician used a second device and was able to complete the procedure successfully." Patient status was reported as "fine, with no complications". The following additional information was requested and received by the manufacturer on 07/27/2007: the coil [device in question] was reported to be jammed at the distal end of the microcatheter. Part of the coil was in the fistula when the coil prematurely detached in the catheter. The physician was able to remove the microcatheter with the coil from the patient with any complications.

Manufacturer narrative:
Additional information requested and received by the manufacturer on 07/27/2007 indicated that part of the coil [device in question] was in the fistula when the coil prematurely detached in the catheter. The procedure was successfully completed without any adverse event, and the microcatheter with the coil was removed without any patient complications. It was reported that the coil was jammed at the distal end of the catheter. Possible contributory factor to premature coil detachment may be a result of repositioning/maneuvering of the coil from resistance. The dfu (directions for use) for the device in question states the following as a precaution: "if coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficulty, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil".